Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was shut off twice with error code. Customer¿s blood glucose level was unknown. Customer declined report to helpline. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation unit power up and display froze after count up followed by an unexpected constant tone, problem isolated to m/b. Unable to perform any test or verify unexpected error message due to frozen screen. (B)(4).